Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during review of a journal article: title: "to ligate or not to ligate? Managing the difficult indirect sac in laparoscopic totally extraperitoneal repair of the inguinal hernia", author(s): chandra kishor jakhmola, ms, ameet kumar, mch,* and shivraj singh chauhan, ms. Citation: journal of laparo-endoscopic & advanced surgical techniques volume 28, number 9, 2018; doi: 10.1089/lap.2017.0701. This retrospective study aimed to compare the outcomes between two groups, non-ligation group and ligation group, in terms of operative times, postoperative pain scores, urinary retention, hospital stay, recurrences, intestinal obstruction and cost. A total of 315 patients with inguinal hernia underwent totally extraperitoneal repair (tep) and was divided into two groups: non-ligation group (n=189; n=186 male and n=3 female; age of 39.4±13.7 years) and ligation group (n=126; all male; age of 36.5±14.4 years). In both groups, the sac was divided using harmonic shear and the proximal sac was left unligated. In ligation group, the authors ligated the sac using 2¿0 vicryl using an intracorporeal knotting technique before dividing the sac. It was circumferentially dissected the sac and divided it carefully avoiding cord structures and used a vicryl endoloop to ligate it. Intraoperative findings included peritoneal breach (n=6 non-ligation group and n=4 ligation group), and injury to cord structures (n=1 non-ligation group and n=2 ligation group). Postoperative findings included hematoma/seroma (n=3 ligation group), and recurrence (n=3 ligation group). In all patients, pain score at 6 hours (5.35±2.04 ligation group) and 24 hours (5.03±2.23 ligation group) were recorded. The ligation of sac causes crushing and ischemia of the peritoneum which would, in turn, lead to focal peritonitis. This possibly could explain the increased postoperative pain in this group. Of many reasons for postoperative urinary retention, pain is one of the causes. An increased pain in the immediate postoperative period should give rise to increased incidences of urinary retention.